Event description:
Patient was revised to address loosening at the cement/implant interface. Depuy cement was used with a competitor implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: tronier shoulder glenoid. Event: this was used in conjunction with depuy product in this patient.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update - 6/19/15 litigation received. Litigation alleges loosening of the cement at the cement to implant interface. There is no new additional information that would affect the existing investigation.